Manufacturer narrative:
Device not returned.

Event description:
During a total knee arthroplasty, it was reported that the ortholock ex-pin 3x110 broken during insertion into the tibia. This was the initial use of the pin. The broken fragment remains in the patient's tibial bone. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.